Event description:
The injector's report: "had prior reaction to volbella elsewhere. I gave her a versa skin test in forearm on (B)(6) 2022 - no reaction. Gave versa filler on (B)(6) 2023. Presented on (B)(6) 2023 with areas of redness around mouth and on (B)(6) 2022 with redness at skin test site."